Event description:
It was reported that the patient visited the emergency room with hyperglycemia. The patient's blood glucose levels reached approximately 500 mg/dl while wearing the pod. The patient's mother reported that the pod was not receiving readings from the sensor. Symptoms reported include stomach pain, elevated blood glucose levels and high ketones. The patient was treated with fluids and insulin. The patient was released the same day. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.